Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the five most proximal stent rows were stretched and damaged so that the proximal end of the stent is now located over the proximal markerband. In addition, stent struts from the most proximal stent row were raised outwards distally from the balloon. This type of damage is consistent with the stent encountering resistance during withdrawal of the device from the guide catheter. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. In addition, the inner and outer were kinked at 57 mm proximal to the bi-component bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 24x2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed however it was noted that the stent was lifted. The procedure was completed using a 20mm promus premier stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 24x2.25 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed however it was noted that the stent was lifted. The procedure was completed using a 20mm promus premier stent. No patient complications were reported and the patient's status was good.